Event description:
It was reported that the procedure was to treat a lesion in the peroneal vessel of the left leg with 90% stenosis, heavy calcification and no tortuosity. The hi-torque (ht) proceed guide wire was advanced with the support catheter and had resistance with the anatomy during advancement when the tip separated in the anatomy. There was resistance with the anatomy during removal, however, there was no force applied. The tip was noted to be stuck in the vessel wall and remained in the patient. There was no attempt in retrieval as the vessel was too small to advance a device. The patient is returning for a by-pass planned earlier on and not due to the separated portion in the anatomy. However, the separated tip will be attempted to be removed during the by-pass surgery. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance and difficult to remove could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. The separated portion of the guide wire will be removed during a by-pass surgery. There is no indication of a product quality issue with respect to manufacture, design, or labeling.